Manufacturer narrative:
H.3., 6.: the complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number. This report was mailed to the FDA on: 06/29/2006.

Event description:
A user facility reports a capsular bag tear occurred, during insertion of the introcular lens. The haptic broke, during removal of the lens. Additonal information has been requested.